Event description:
It was reported that normothermic patient was getting treatment in an arctic sun device. Targeted temperature was 37c, patient temperature was 34.4c, water temperature was 17.5c and water flow rate was 0.9 l/m. Device was not warming the patient. They added water and still no improvement. Had them access event log which showed alert 113 reduced water temperature control and alert 11 patient temperature was below low patient alert. System diagnostics read outlet monitor temperature was 17.2c, outlet control temperature was 17.4c, inlet temperature was 19.9c, chiller temperature was 7.5c, water flow rate was 0.9 l/m, inlet pressure was -7 psi, circulation pump command was 28 percentage, mixing pump command was 0, heater was 66 percentage, water reservoir level was 5, system hours were 861 and pump hours were 794.4. Had nurse stop therapy and empty pads. Device alerted 07 empty pads not completed. Had them restart to empty pads. Walked through draining 16 ounces of water from device. Nurse noted there was water coming from side of device. Advised likely because there was way too much water in the device and in the future do not add water unless device explicitly said water reservoir empty & pads had been emptied. Texted picture of fill tube positioning and walked through draining 16 ounces of water. Restarted therapy and called back 30 minutes later to verify therapy. Nurse did not answer. Texted nurse cell and they confirmed water temperature had increased immensely and therapy was working well. Advised to call back with any additional questions or concerns.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that normothermic patient was getting treatment in an arctic sun device. Targeted temperature was 37c, patient temperature was 34.4c, water temperature was 17.5c and water flow rate was 0.9 l/m. Device was not warming the patient. They added water and still no improvement. Had them access event log which showed alert 113 reduced water temperature control and alert 11 patient temperature was below low patient alert. System diagnostics read outlet monitor temperature was 17.2c, outlet control temperature was 17.4c, inlet temperature was 19.9c, chiller temperature was 7.5c, water flow rate was 0.9 l/m, inlet pressure was -7 psi, circulation pump command was 28 percentage, mixing pump command was 0, heater was 66 percentage, water reservoir level was 5, system hours were 861 and pump hours were 794.4. Had nurse stop therapy and empty pads. Device alerted 07 empty pads not completed. Had them restart to empty pads. Walked through draining 16 ounces of water from device. Nurse noted there was water coming from side of device. Advised likely because there was way too much water in the device and in the future do not add water unless device explicitly said water reservoir empty & pads had been emptied. Texted picture of fill tube positioning and walked through draining 16 ounces of water. Restarted therapy and called back 30 minutes later to verify therapy. Nurse did not answer. Texted nurse cell and they confirmed water temperature had increased immensely and therapy was working well. Advised to call back with any additional questions or concerns.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.